Manufacturer narrative:
The device is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device had reached elective replacement indicator (eri) due to a long charge time. The device was explanted and replaced. No further patient effects were reported. At the time of explant, the charge time was 26.4 seconds. This device is part of the mid-life display of replacement indicators product update.